Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 101 mg/dl. The customer's mother stated that the display goes blank every time a button is pressed. Troubleshooting was performed, and the programming was correct. The self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.